Manufacturer narrative:
The account replaced foot brake casters to resolve the issue.

Event description:
The account alleged the brake is set and the foot brake casters will not lock into brake position. No pt impact.